Event description:
The customer reported that during a knee arthroscopy to perform a lateral retinacular release, the patient sustained a burn from the mid shaft of this electrode. The reporter described the burn as being 2.5cm in diameter, and located at the lateral portal incision site. When the surgeon noted this burn to the patient's skin, he removed the electrode and obtained a new electrode for use. Upon completion of the procedure, the surgeon excised the affected skin and sutured the lateral portal incision site, which was described as jagged in appearance. The patient was discharged and referred to her general practitioner for follow-up care.

Manufacturer narrative:
To date, conmed linvatec has not received this unit for evaluation. A follow-up report will be sent upon receipt of this device and completion of an investigation.